Manufacturer narrative:
Age & weight: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/not provided. Phone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a torn trailing haptic was found after lens implantation. The lens was removed by widening the incision to implant the back-up lens. The reporting physician did not have much resistance feeling when pushing its plunger. The physician would return the container for investigation, in which there was the trailing haptic in its injector but not the removed lead haptic or optic because they had been discarded. There was no patient injury. No health hazard was seen after implanting the replacement lens, and no injuries occurred during the replacement surgery. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: july 22, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with a portion of the lens stuck inside of the cartridge and overridden. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to or cause the override could be identified. The portion of the iol was removed and cleaned, revealing that it was a haptic. The complaint issue "dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.